Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Device received with a corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was failed and received critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received open book error image on the screen. Insulin pump had crack. Customer declined to troubleshoot. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.